Manufacturer narrative:
(B)(4). It was reported that a female patient underwent an idiopathic ventricular tachycardia procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade which required pericardiocentesis. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 10/28/15. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)). Stockert 70 system (model# m-5463-02 serial# (B)(4)). Coolflow pump (model# m-5491-02 serial# (B)(4)). Soundstar eco catheter (model# m-5723-17 lot# e8006285). Cs catheter (model# d-1353-03-s lot# 17267117m). Pentaray catheter (model# d-1282-11-s lot# 17243443l). (B)(4).

Event description:
It was reported that a female patient underwent an idiopathic ventricular tachycardia procedure with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade which required pericardiocentesis. After ablation, a pericardial effusion was noted on ultrasound and the patient's blood pressure dropped. The patient was under conscious sedation. A pericardiocentesis was performed in which 400cc of fluid was removed. There were no error messages observed on biosense webster equipment and everything was working within specifications during the procedure. Additional information was received on the event. No transseptal puncture was performed and the patient did not receive anticoagulation. The ablation cycle at the site of injury was less than two minutes with an overall ablation time of less than 10 minutes. The patient did require hospitalization for monitoring. The patient fully recovered with no residual effects. The physician's opinion regarding the cause of this adverse event is that this related to the patient condition, but no further details of the patient's condition are known other than the patient was breathing heavily during the procedure. Settings during the event include: power setting 20 watts / irrigation flow setting 17 ml/min. The power was not titrated during ablation.